Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. The taxus liberte 32x4.0mm stent delivery system was removed from the package and resistance was felt when the protector sheath was removed. When the stent was inspected it was found to be flared at the proximal edge. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed "ok".

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system (sds) revealed proximal stent damage. The struts were raised on rows 1-3. The balloon and tip sections of the device were visually and microscopically examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. There was solidified blood present within the entire length of the inflation lumen indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. The taxus liberte 32x4.0mm stent delivery system was removed from the package and resistance was felt when the protector sheath was removed. When the stent was inspected it was found to be flared at the proximal edge. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed "ok".